Manufacturer narrative:
Preliminary risk assessment indicates, severity: 3 (critical). There was no mistreatment or injury reported. Worst case: if the hd shaft bottom breaks, while the gantry position is in the range of 100 to 260 degrees (worst case: 180 degrees), the pt may be hurt by the mvpp running uncontrolled down. The speed of the motion will be slowed down by the harmonic-drive. Though the mvpp may hit the pt and may cause severe injury. Probability: b (improbable). The customers have been informed with a safety advisory notice about the potential risk and have been advised not to use the mvpp in gantry positions that could be dangerous for the pt. No other products are concerned.

Event description:
A potential product issue has been reported with our artiste mv linear accelerator. In the abundance of caution, this issue is being reported. It has been reported that the mv flat panel positioner is making a clunking noise at the secondary vertical drive transmission. No info was reported that suggests that a mistreatment or serious injury has occurred. Preliminary risk assessment is documented and corrective action is pending investigation and root cause determination.